Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a loss of keyboard functions. It was unable to zero. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
Updated fields. A getinge fse reconnected and secured the cables to the keypad controller. The fse then performed the keypad test, and all keys were fully functional. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site noted in block is (B)(4) hospital (B)(4) medical ctr.

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) had a loss of keyboard functions. It was unable to zero and the zero flow button on the keypad was not responding. There was no patient involvement, and no adverse event was reported.